Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4) implanted: (B)(6) 2017, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient had a csf (cerebrospinal fluid) leak following implant. The patient was experiencing spinal headaches and lightheadedness. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient was compliant. There were no known diagnostics and/or troubleshooting performed. The patient was given a blood patch to resolve the spinal leak. The patient status was reported as ¿alive ¿ no injury¿. The issue was resolved. No further complications were reported/anticipated.